Manufacturer narrative:
Date of event: estimated. Start date estimated. The device remains implanted and will not return for analysis. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device referenced is filed under a separate medwatch report number.

Event description:
This report is being filed due to a single leaflet device attachment with recurrent mitral regurgitation. Screening ID: (B)(4). It was reported that on (B)(6) 2022, the patient presented with mitral regurgitation (mr) grade 4+, with dilated cardiomyopathy, left ventricle and atrial dilatation, and flail. Two mitraclips were implanted, reducing the mr to trace. Approximately 4-6 weeks later, single leaflet device attachment (slda)s occurred with both mitraclips. One mitraclip detached from the anterior and one mitraclip detached from the posterior leaflet. Severe mr was associated. On (B)(6) 2022, another mitraclip procedure was performed as treatment. Two additional clips were implanted without an issue reported. No additional information was provided regarding this issue.

Manufacturer narrative:
Estimated the device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific issue. Based on the available information, a cause for the reported incomplete coaptation/single leaflet device attachment (slda) could not be determined. The reported mitral regurgitation (mr) appears to be a cascading effect of the slda. Additionally, mr is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention and hospitalization are the results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.